Manufacturer narrative:
Analysis on the suspect charger was completed. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Analysis on the suspect battery enclosure was completed. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: device UDI now provided. The pcba generator was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the enclosure charger board on 10 march 2017 to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery enclosure and charger were received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the stand alone board on the imaging system was faulty. No additional information was provided. There was no patient present when this issue was identified.